Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original implant date unknown. The patient was being revised because they had complaints of pain and instability. Tibia was well fixed. Surgeon decided to remove femoral component and replace with sz5 tc3 femur with 13x30 cemented stem. A 4mm posterior augment was used to fill a void on the medial side as well. Once new femur was implanted, a 12.5mm insert was trailed and deemed satisfactory. 12.5mm fixed tc3 insert was opened and implanted. Surgeon began the closing process. Doi: 2004. Dor: (B)(6) 2018. Right knee.